Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 157 mmol/l, and the repeat result was 141 mmol/l. The initial chloride result was 116 mmol/l, and the repeat result was 105 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found there was a partially occluded sipper flow path. He cleaned and flushed the ise sipper flow path, replaced the ise sipper nozzle and sipper tubing, and checked the reagent dispense and proper vacuum evacuation of the dilution vessel. He checked sample probe alignments, sonic wash operation, main and gear pump pressure, and external probe wash water volume. He replaced the sodium electrode and performed a reagent prime and successful ise checks. He performed successful ise calibration and ise precision checks. The investigation is ongoing.